Event description:
It was reported that gastrointestinal videoscope had a grainy image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.